Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastroplasty procedure, after firing there was a staple line bleeding. The surgeon need to perform (raffia) / (manual suturing) in the staple line in order to resolve the issue. The surgical time extended for more than 30 minutes. The patient extend hospital stay for four days.